Manufacturer narrative:
Catheter: model#8711, lot# n076720020, implanted: (B)(6) 2006, explanted: unknown.

Event description:
It was reported that the patient experienced an under dose with symptoms of "twitchy" and tight. The pump refill date was (B)(6) 2011; the pump refill was missed. The low reservoir volume alarm was to occur (B)(6) 2011. The volume in the pump was below recommended volume to maintain adequate infusion. The drug in the pump was lioresal. A follow-up report will be sent if additional information becomes available.